Event description:
Peg was placed with a blunt cannula. Needle was missing and not noted until after the puncture was made. Pt was given prophylactic antibiotics. There was no illness, injury or medical intervention resulting from the event. One pt involved.